Event description:
Ihealth bg5 smart glucose testing device, continuously reports extremely high results which are not being consistent with a1c results. It is such a problem that I always test with two (2) different meters, ihealth bg5 smart and one touch verio flex. I have replaced and updated both devices, replaced test strips. Ihealth support over the last two years and the ihealth smart meter results are always 20 to 50 points higher than any other testing device results. FDA safety report ID# (B)(4).